Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded battery tube. The insulin pump was received with cracked case at lcd window corners, and with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer stated that the insulin pump screen went blank. The customer stated that the battery compartment is corroded. The customer stated that the battery cap was not damaged or corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.